Event description:
The patient underwent a hysterectomy with power morcellator to treat uterine bleeding on (B)(6) 2012. No reports of adverse events involving this patient were reported to the hospital. The hospital was informed that a writ of summons was filed on 3/14/14. This writ identified the patient's name but contained no substantive information. It is our understanding that after the procedure, the patient developed leiomyosarcoma and died on (B)(6) 2013. At the time of this event there was no evidence of failure of the medical device or that the device caused or contributed to patients death.